Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00801804001, versys femoral head, lot: 62032157; 00620205822, trabecular metal modular acetabular system shell, lot: 62196424; 00785701400, versys femoral stem, lot: 61779355; 00625006530, self-tapping bone screw, lot: 62326336; 00625006530, self-tapping bone screw, lot: 62318805; 00785901300, distal centralizer, lot: 61834123. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00100.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and is experiencing pain and a popping feeling/noise. Patient was found to have a minimally-displaced greater trochanter avulsion fracture approximately 3 weeks post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.